Event description:
It was also reported that the patient engaged in twiddler's syndrome.

Event description:
It was reported that the lead exhibited reproducible noise and high impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.